Manufacturer narrative:
(B)(4). Per the manufacturer, the instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. The applied prontosan wound irrigation solution was investigated and no non-conformities could have been detected. The product was in compliance with its specifications. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.

Event description:
As reported by the user facility: a female patient with history of long-standing deep groin wound for which she is being treated in a homecare, was admitted to the hospital because of purulent wound discharge. Prontosan wound irrigation solution was applied to the wound, however, within 10 seconds the patient became unwell and showed flushing of the face. After administration of tavegyl (antihistaminicum) immediate recovery occurred. There was no evidence of sever systemic effects such as shortness of breath, dysrhythmia or loss of consciousness, thus the reaction can be classified as a mild anaphylactic reaction.